Event description:
Reporter indicated that patient's vns device was programmed on the day of implant. Three days following surgery, the device was turned off due to an increase in seizures and urinary retention requiring a catheter. In 10/2002, the generator was programmed on and the patient is still having problems urinating.